Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 may 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was tested in-house, and the review of qc as well as in-vivo data revealed a loss of chemical performance, which confirms the complaint. The investigation shows the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. The investigation showed that the root cause of the current failure is an abnormal behavior of the on channels due potentially to a delamination. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9. Device available for evaluation? Yes, 26 may 2022. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 4307.